Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. Patient's blood glucose results were 469mg/dl, 221mg/dl, 174mg/dl. Tests were done less than 10 minutes apart with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.